Manufacturer narrative:
This report is submitted on (B)(6) 2020.

Event description:
Per the clinic, the patient experienced a loss of osseointegration, resulting in both the abutment and implant came out. It was reported that the site had some swelling which was treated with antibiotics. A revision surgery to replace the abutment has been planned but not yet performed as of the date of this report.